Event description:
Report received of self-delivery. The customer contact stated that during a history review to rule out a possible diversion of medication, the nurses "noted an unusual amount of bolus requests and that while they were reviewing the history, bolus doses were being added. " the device was not in clinical use at the time of the event. There was no report of adverse pt event while in clinical use. Though requested, no further info was available.